Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states both cables snapped, where the aluminum ring and the cable meets.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Other, lock mechanism not functional. Hublocks not functioning/cables appear to be broken inside the cable housing. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Other, lock mechanism not functional. Hublocks not functioning/cables appear to be broken inside the cable housing. Provider states both cables snapped, where the aluminum ring and the cable meets.